Event description:
It was reported that a patient underwent a ventral hernia repair procedure (B)(6) of 2008 and mesh was used. During the following year, the patient experienced nausea and was treated several times for an ileus. During (B)(6) of 2010, an abdominal CT scan revealed an incarcerated bowel and was treated with total parenteral nutrition. On (B)(6) 2012, the patient had surgery where it was noted that there was a large hole where the bowel was incarcerated and a small hole in the mesh. A twelve inch section of the bowel was removed and a portion of the mesh was explanted. Additional mesh was implanted at that time. The patient is still experiencing nausea, which is being treated with zofran, and pain during bowel movements. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.